Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross lad (left anterior descending) lesion following predilation. The procedure was complete with another of the same device. No pt injuries or complications were reported and the pt was reported to be stable. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A review of the mfg documentation for this batch found that the device met its material, assembly and product specs at the time of release to distribution. Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the distal edge of the stent was damaged. Struts on stent rows one to seven from the distal edge were stretched distally. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The most probable root cause of this event is operational context.